Event description:
It was reported that a tether driver would not retain set screws intra-operatively, and that the retaining ring and tip of the driver were missing. There was no patient or procedural impact and another driver was used to complete the surgery.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.